Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
First revision surgery for loosening/lysis on (B)(6) 2014 (MFR report numbers: 3000931034-2015-00220 and 3000931034-2015-00221). 2nd revision surgery for fracture. (B)(6).